Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the display screen flashed cs and then lost power. A family member reported that the battery cap was secure and intact, denied there were cracks in the case, and noted that the battery compartment was dry. It was reported that replacing the battery and the battery cap did not restore power. The family member stated that he shook the pump, the power came on as evidenced by audible tone, and the display screen was frozen on the verification screen.